Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing, impedance, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device's log file did not show any faults associate to a device failure. No trend is associated with reports of this type. It's noteworthy to mention, the x-series operator's guide states that proper demand pacing requires a reliable, high-quality surface ECG signal. For best results apply both standard ECG monitoring electrodes and hands-free pacing therapy electrodes to the patient. Without connecting hands-free pacing therapy electrodes to the patient, the device cannot pace the patient.

Event description:
Complainant alleged that while attempting to pace a 71-year-old male patient, the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.